Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) implanted nine months ago. The device was then explanted in an unknown date due to infection at the site of implant. After a period of time, approximately two weeks ago, a new ipp was successfully implanted. There were no patient complications and the patient is expected to fully recover. There were no device issues.

Manufacturer narrative:
Based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with ipp procedures and is noted as such in the ipp instructions for use. A conclusion code of known inherent risk of device was assigned to this investigation.